Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event took place in brazil.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e601 analyzer. The patient's initial hcgb result was < 0.1 miu/l and the result was released outside the laboratory as 0.1 miu/l. The initial result was questioned and the sample was repeated on the same e601 analyzer. On (B)(6) 2011, the patient's sample was repeated and the result was > 10,000 miu/l. The patient was not adversely harmed by any action taken. There were no adverse affects from this event. The hcgb reagent lot number was 160150. The expiration date was not provided. The root cause of this event has not been determined. An investigation is ongoing.

Manufacturer narrative:
A specific root cause could not be determined. The first low result was not reproducible. The calibration data provided was compared with lot release data and was within expectations. Quality controls were within 3 standard deviations. A reagent issue is not evident. Analyzer performance checks were within expectations. The patient was not adversely affected by any action taken.